Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that one patient sample generated a negative result with architect hbsag, whereas roche pcr was positive. Other testing which was performed generated the following results: architect anti-hbs was negative, architect anti-hbc was reactive, and architect anti-hcv was reactive. No confirmatory testing was performed. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The investigation was performed using an in house retained architect hbsag kit from lot 61604lf00 and two commercially available seroconversion panels (7 bleeds) and (6 bleeds)). One run was performed as per in house test procedures on one architect instrument, as per package insert instructions. All control values generated were within package insert specifications. One replicate of each seroconversion panel bleed was tested using the reagent kit. The seroconversion panel profile generated by lot 61604lf00 is comparable to the historical panel profile data previously generated. Therefore the sensitivity of this lot was determined to be acceptable. The returned patient sample was tested in duplicate using reagent lot 61604lf00 and the results generated were negative. In addition the returned patient sample was tested for hbsag on the abbott axsym. The abbott axsym hbsag result was also negative. The seroconversion panel profiles generated by lot 61604lf00 show this lot is comparable to the historical panel profile data with respect to the sensitivity and performance of the assay. It is unclear if the positive result recorded for the roche (pcr) hbsag assay represents a weakly reactive or highly reactive result. In addition the manufacturing release testing data was reviewed. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect hbsag was performed. No adverse trends were identified related to the issue. The results of the investigation demonstrate that architect hbsag reagent kit in question (lot 61604lf00) is performing within its intended use, label claims and specification. This is the final report.